Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips fell out of the device. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.